Event description:
It was reported that the lens was implanted on (B)(6) 2012 and explanted on (B)(6) 2012. It was stated that the patient had astigmatism. A toric lens was implanted and reported to be doing okay on post examination.

Manufacturer narrative:
The explanted lens was returned to abbott medical optics (amo) product manufacturing site and revealed the lens received was a model z9a9003 and had surface residuals adhered to both sides of the optic body compatible with an explanted lens. The lens was inspected for optical properties following established procedures. Optical inspection results showed that the lens diopter corresponded to a size 17.0 lens. The result of diopter inspection was found to be within production order specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Astigmatism; ; intraocular lens. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.